Manufacturer narrative:
The investigation determined that the customer had not followed the sample collection tube manufacturer's recommendations for centrifugation for the sample in question. The sample was noted to be turbid with floating material present. The vitros trop I es instructions for use, "specimen collection and preparation" section states that "samples should be thoroughly separated from all cellular material. Failure to do so may lead to an erroneous result." The root cause is user error.

Event description:
The customer obtained an elevated, non-reproducible vitros trop I es result on a single pt sample on a vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The elevated result was reported and a corrected report was issued. There were no allegations of harm as a result of this event. (B)(4).